Event description:
Medtronic received information that six years and ten months following the implant of this transcatheter bioprosthetic valve, the valve failed. Doppler suggested significant prosthetic valve dysfunction with severe stenosis, with a peak velocity of 3.3m/s and a mean gradient of 24 mmhg. Moderate posterior paravalvular leak (pvl) and moderate central aortic regurgitation (ar) was present. The valve appeared to be well-seated, however leaflets were thickened with severely restricted motion of the non-coronary cusp (ncc). The patient was also experiencing edema, syncope and fatigue. Per the physician, there was a causal relationship between the valve and the adverse effects. Intervention was required. No additional adverse patient effects were reported. Additional information was received indicating that the valve frame was well-expanded, but oval in appearance. Additionally, pannus/thrombus was noted on the leaflets.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient and device codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years and ten months following the implant of this transcatheter bioprosthetic valve, the valve failed. Doppler suggested significant prosthetic valve dysfunction with severe stenosis, with a peak velocity of 3.3m/s and a mean gradient of 24 mmhg. Moderate posterior paravalvular leak (pvl) and moderate central aortic regurgitation (ar) was present. The valve appeared to be well-seated, however leaflets were thickened with severely restricted motion of the non-coronary cusp (ncc). The patient was also experiencing edema, syncope and fatigue. Per the physician, there was a causal relationship between the valve and the adverse effects. Intervention was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.